Event description:
The customer reports the tip of the elevator broke while elevating a #17 wisdom tooth. The tip was removed by the surgeon and x-rays were taken after the procedure ensure all parts were retrieved. There was no delay that exceeded thirty minutes and no injury to the patient reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.